Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and reported that the red/white preamplifier card was replaced to resolve this issue. (B)(4).

Event description:
The field service engineer (fse) reported a specific 200ul (pediatric tube) patient specimen was run on the customer's coulter hmx hematology analyzer with autoloader in secondary / manual mode, and gave an erroneous white blood cell (wbc) result of 0.0. The patient was redrawn, and the second specimen was run with a result of wbc=16.6, which was considered correct. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event.